Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Top and bottom cases were in excellent condition. Cracked right plunger case and visible contamination. The check syringe plunger sensor duplicated during self test. Error history log review found a check syringe plunger sensor error . The root cause of the reported issue was found to be broken screw boss inside left plunger case. Actions were taken to mitigate the reported issue: replaced left plunger case and re-assembled and reset timing plate assembly. Performed calibration on the pump and passed all the functional tests. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the pump had a syringe plunger sensor error. No patient injury was reported.